Event description:
It was reported an issue with optilene suture. The origin of this case comes from a survey: b. Braun cardiac devices - post marketing clinical follow up. The reported case refers to optilene sutures and correspond to adverse events within the 12 months prior to the survey (carried out in q1-q2 2024). The specific product code and batch number involved in each individual case are not known. For this case, the defect described is the following: re-suturing (thread breakage).

Manufacturer narrative:
Summary of investigation: without code and batch number, we cannot check the information regarding product stock or batch manufacturing records. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: not possible to check. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. However, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.